Manufacturer narrative:
Explant date: 2016. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14392578, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients device was not working. The patient underwent an explant procedure.

Event description:
A report was received that the patients device was not working. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.